Event description:
Attorney alleges that the patient underwent surgery for implant of two unspecified bard/davol 3dmax meshes on (B)(6) 2010. As reported, the patient is making a claim for an adverse patient outcome against both devices. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2010 - patient was diagnosed with bilateral inguinal hernias thereby underwent laparoscopic repair with implant of 3dmax (device 1 and 2). Per op notes, ¿on the right inguinal region, a direct hernia defect was identified, and all the hernia contents were reduced. A 3dmax (device 1) was placed and tacked to coopers ligament. On the left inguinal region, a large indirect hernia sac was identified and reduced. Cord lipoma was excised. A 3dmax (device 2) was placed and tacked to coopers ligament.¿ (B)(6) 2017 - patient was diagnosed with recurrent left inguinal hernia and pain thereby underwent open repair with implant of synthetic mesh. Per op notes, ¿a large bulging hernia was noted and the herniated preperitoneal fat was reduced. An indirect hernia sac was identified, and the herniated omentum was reduced. The excess hernia sac was excised. Old mesh (device 2) was noted intact. A synthetic mesh was placed and secured using sutures to pubic tubercle. The ilioinguinal nerve was identified and transected proximally to decrease the risk of pain.¿

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-feb-2009) is considered to be a best estimate. This supplemental emdr represents the bard/davol 3dmax mesh (device 1). An additional supplemental emdr was submitted to represent the 3dmax mesh (device 2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. This emdr represents the bard/davol 3dmax (device #1). An additional emdr was submitted to represent the bard/davol 3dmax (device #2). Should additional information be provided, a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of two unspecified bard/davol 3dmax meshes on (B)(6) 2010. As reported, the patient is making a claim for an adverse patient outcome against both devices. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective.